Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that there was a lead migration and fracture. Interventions include an explant/replacement of the entire system on (B)(6) 2017. A surgical observation resulted in finding a lead severed during surgical incision. It was reported that the event was unlikely related to the device or therapy and possibly related to the implant procedure. During the removal of temporary lead, it was noted that permanent lead was severed (likely related to surgical incision). The leads were also noted to have shifted. A new system was implanted and tested for efficacy. The event was resolved without sequelae on (B)(6) 2017. Relevant medical history includes gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no related symptoms reported by patient because the event occurred under anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead lot# vaijbig serial# implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no symptoms related to the lead migration and fracture. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# vaijbig implanted:(B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was possibly related to the implant procedure. The lead migration likely occurred when the lead was severed during incision to implant permanent device. No further complications were reported/anticipated.